Manufacturer narrative:
The field service representative determined the peristaltic pump to be the cause and he replaced the pump. He ran ise calibration in diagnostics to verify analyzer operation.

Event description:
After replacing the sodium electrode, user received low control and pt results. The sodium results from two pts were questioned by the user. Pt 1, from the emergency room, had sodium result 123 or 124 mmol per l and the result was reported. User does not know if the medical dr took any action based on this result. No return of pt 1 sample could be performed due to insufficient sample. About one hour later, a new sample from this pt was run on their cobas 6000 analyzer giving 139 mmol per l. Pt 2, initial sodium result 125 or 126 mmol per l. Same sample was repeated on the cobas 6000 and this analyzer (after corrective maintenance) giving 139 mmol per l both times. The initial low result was not reported, the 139 mmol per l result from the cobas 6000 was reported.